Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the patient had a planned replacement. The former lead was disconnected from the ins and after implanting the new lead the healthcare provider had to connect the new lead to the ins. The healthcare provider tried several times but the screw would not fasten. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.